Manufacturer narrative:
Field service representative (fsr) confirmed that the occluder functions as intended. Sales representative advised customer on proper use of the device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) contacted the user facility to download data logs. The data logs were received by the manufacturer on (B)(6) 2016 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the occluder closed by itself and they went off pump for about a minute. They removed the tubing out of the occluder and used tubing clamps to finish. The surgical procedure was completed successfully. There was a one minute delay, no blood loss, nor adverse consequences to the patient. Per clinical review on (B)(6) 2016: the sales representative visited the user facility on (B)(6) 2016. During cpb, there was a sudden loss of venous drainage and cpb was suspended. The cardiovascular (cv) surgery team troubleshooted the loss of venous return and the perfusionist (ccp) noticed the venous occluder had closed without physically intentionally closing the occluder. The tubing was removed from the occluder and cpb was re-initiated without issue. The time off cpb and delay in the procedure was about one minute. The ccp used tubing clamps the remainder of the procedure in order to control venous drainage. The logs were reviewed and they indicated the occluder was calibrated without tubing, which does not follow the instructions for use (IFU), and this can lead to premature closing of the occluder. The case was completed successfully, with a one minute delay and without associated blood loss. There was no harm observed.